Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to a pocket infection. The patient was treated with intravenous antibiotics and the device system was replaced six days later on the left side. No further patient complications have been reported as a result of this event..

Manufacturer narrative:
Continuation of d10: product ID 6721s-50 ((B)(6)); product type: 0265-lead-hv-epi; implant date 2023-11-15; explant date (B)(6) 2025 product ID 6721s-50 ((B)(6)); product type: 0265-lead-hv-epi; implant date (B)(6) 2023; explant date (B)(6) 2025 product ID 4968-60 ((B)(6)); product type: 0267-lead-lv-epi; implant date (B)(6) 2023; explant date 2025-06-17 product ID 4968-60 ((B)(6)); product type: 0267-lead-lv-epi; implant date (B)(6) 2023; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.